Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device displayed system error 255-16-275 during use on (B)(6) 2024. Per report, the nurse noted that the device "suddenly stopped" and started "flashing red light" on the 3 channels and "brain displayed a system error." Morphine, propofol, and precedex were infusing at the time of the event. There was patient involvement but no harm since the "inotropes were infusing in another pump" (separate alaris system) according to the report. The nurse restarted the infusions on different devices.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed system error 255-16-275 during use on (B)(6) 2024. Per report, the nurse noted that the device "suddenly stopped" and started "flashing red light" on the 3 channels and "brain displayed a system error." Morphine, propofol, and precedex were infusing at the time of the event. There was patient involvement but no harm since the "inotropes were infusing in another pump" (separate alaris system) according to the report. The nurse restarted the infusions on different devices.